Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presents in clinic. Upon interrogation, it was observed the pacemaker, that had been implanted for seven years, was displaying battery longevity of more than 10 years. The device was over-estimating the battery life. No intervention was completed. The patient was stable.